Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and glare. Clinical reason for explant was mentioned as mechanical defect of iol. The lens was replaced with same model with deferent diopter following the initial procedure. Additional information has been received that there was no patient harm.

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge, handpiece, and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company non-toric 22.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a company toric (1.50 cyl.) 21.5 diopter (add power +2.2/+3.2 diopter) lens. This information that a multifocal non-toric lens was replaced with a multifocal toric lens and a half diopter lower would suggest that the replacement lens model and diopter was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).